Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for damaged fiber bonding in the outer tube area (distal end) was traced to component failure. However, the most probable cause for foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited damage fiber bonding in the outer tube area (distal end) and foreign material in laser light cable plug of the video cable section. There was no patient involvement.